Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, co nsistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lumbar fusion. It was reported that during insertion of a bone screw the tip of the driver broke off in the screw. The tip was removed with suction. It was decided that the placement of the screw was sufficient. No patient complications were reported.